Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Additional observation by failure analysis found the following: the instrument distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the mechanical indentations/burrs were likely due to mishandling/misuse. The distal end of main tube had various scratch marks exhibited light material removal and rough surface finish. The scratches are short in length and not axially aligned with the tube. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however frayed cable and main tube damage were to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the large needle driver instrument's cable was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.